Manufacturer narrative:
Product ID 3889-28, lot# v978689, implanted: 2012 (B)(6); product type lead product ID 3889-28, lot# v978689, implanted: 2012 (B)(6); product type lead. (B)(4).

Event description:
The consumer reported that the patient had had their leads redone a few times as the device didn't work. It worked for 6 months and then stopped working. The patient had the device shut off now and had been trying some alternative stuff such as botox. The patient saw their health care provider (hcp) regularly and recently saw them within the last month. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No symptoms, troubleshooting, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4) no longer applies to the event.

Event description:
Additional information received from the health care provider (hcp) reported that the patient first started experiencing a lack of t herapeutic effect on (B)(6) 2015. The device not working was clarified to be urgency, urge incontinence, and retention. The symptoms the patient experienced were leg involvement, multiple incontinent episodes, and urinary retention. The symptoms were related to the product problem as the patient turned their device off. The patient's lead migrated and became ineffective 3 to 6 months after lead revision. The patient had had multiple lead revisions. The troubleshooting performed was that many reprogrammings and lead revision surgeries had been done. The hcp reached out to another hcp and they had no further suggestions. A pelvic x-ray was done to determine if the lead had migrated. It had not as of (B)(6) 2015. The patient had gotten 100 units of bladder botox. The cause of the product problem was not determined.